Event description:
On 6/14, the pt's nurse observed that evidence of intra-aortic augmentation was absent from the arterial pressure trace. Nurse notified the perfusionist who tried unsuccessfully to aspirate blood from the helium lumen of the catheter to test for a balloon leak. He then tried another co's pump which again resulted in no counterpulsation. The nurse called the attending physician who attempted to remove the balloon catheter but found it entrapped. Dr consulted a peripheral vascular surgeon who removed the catheter through a cutdown in the pt's ccu bed in her room. A new iab was not inserted and the pt did well without counter-pulsation.